Event description:
Use of the stapler to fix the skin at the end of the operation, but the staples do not hold well to the skin and come off at the slightest contact with the scar. Clinical consequences: unknown at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
Use of the stapler to fix the skin at the end of the operation, but the staples do not hold well to the skin and come off at the slightest contact with the scar. Clinical consequences: unknown at this time.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w non-sterile lot # 73f2100457 was manufactured on (B)(6) 2021 a total of (B)(4) pieces. Lot was released on (B)(6) 2021. DHR investigation did not show issues related to complaint. P/n 528236 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73d2200410 the staplers were functionally inspected and issue reported "failure to function - staple re-opens" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported.